Event description:
Caller alleged discrepant inratio2 results. Results as follows: a few weeks ago: inratio: 1.3, lab: 2x (unable to give exact value for lab inr). Time took between tests: pt could not recall whether he took it immediately after the 1.3 reading but he believes he did. Coumadin dose was increased from 3mg to 6mg. Date: (B)(6) 2014, inratio: 2.0, lab: 2.5. Time between tests: three days apart. Coumadin dose was decreased from 6mg to 3mg. Therapeutic range: 2-3. Pt self tester is currently taking 6mg coumadin and will stay at this dosage for 2-3 weeks.

Manufacturer narrative:
Investigation pending.